Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a left ventricular assist device (lvad) implant in turkey about four years ago. The device recently stopped working. The issue appeared to be with the pump only.

Manufacturer narrative:
Section e1: although the patient was implanted in turkey, he is currently living in iran. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. It was communicated that the device will not be returned for evaluation. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events and device malfunctions that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was in good condition and had 25-30% ejection fraction.